Event description:
The following has been reported: biomed reported: red service needed error. No patient harm. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.